Event description:
It was reported that the bd phaseal¿ spike connector (c180j) leaked calsed at the spike connection site. The following information was provided by the initial reporter, translated from japanese to english: "during preparation of calsed (anticancer agent) at the department of pharmacy, no particular problem was observed. The prepared infusion bag was transported to a hospital ward where leakage was discovered. The fluid was leaking from around the connection between the spike and the connector."

Manufacturer narrative:
H6: investigation summary: sample and photo received for investigation. Upon visual inspection, no defects or problems were observed. It is noted that the liquid in the bag does not exit between the spigot and the spigot port, but exits between the rubber plug and the spigot. The c180j spigot did not have any defects. A device history review was performed for reported lot 2102714, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Five retained samples from the same lot were evaluated, and leakage test performed, no defects or issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the available information and sample evaluation, we are unable to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) leaked calsed at the spike connection site. The following information was provided by the initial reporter, translated from (B)(6) to english: "during preparation of calsed (anticancer agent) at the department of pharmacy, no particular problem was observed. The prepared infusion bag was transported to a hospital ward where leakage was discovered. The fluid was leaking from around the connection between the spike and the connector."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.